Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging patient experienced an elevated blood glucose (bg) over 500 mg/dl with no reported additional symptoms associated with an alleged call service alarm issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support determined that call service 069 alarm occurred. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged call service alarm issue.